Event description:
It was reported that a pen needle 32gx4mm 14 pack was difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "at 07:30, on (B)(6) 2021 the disposable insulin injection pen was connected with the pen needle. When the corresponding dose of insulin was adjusted, there was a sense of resistance and the insulin could not be injected. The needle was immediately pulled out. After untwisting the needle, it was found that the needle¿s connection part between the needle and the insulin pen was bent and the access could not be established. The patient was explained and the needle was replaced for injection."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. 7pcs retention samples were checked on np cannula appearance and np gap, and all results meet the specification. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle 32gx4mm 14 pack was difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "at 07:30, on (B)(6) 2021, the disposable insulin injection pen was connected with the pen needle. When the corresponding dose of insulin was adjusted, there was a sense of resistance and the insulin could not be injected. The needle was immediately pulled out. After untwisting the needle, it was found that the needle¿s connection part between the needle and the insulin pen was bent and the access could not be established. The patient was explained and the needle was replaced for injection."